Manufacturer narrative:
Result of investigation: investigation was done and using log tool and screenshot of battery service screen. Initial finding was battery is not requesting charging current. All the cell voltage readings are not available. Serial number of battery a -(B)(6). Serial number of battery b - (B)(6). Root cause of failure was determined to be battery deep discharged due to lack of charging. Investigation revealed cause was traced to user and failure to follow instructions.

Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. The customer sent a screenshot of the device showing both batteries were not charging. The customer also sent a photo showing the burnt portion of the battery affected. At this time, vyaire has not received the suspect device/component for evaluation and investigation is ongoing.

Event description:
The customer reported that the batteries of the bellavista 1000 are not charging even if the unit was charged for 24 hours. Additionally, it was also reported that the other battery was found to be burned. There is no information regarding patient involvement that was associated with the event.